Event description:
It was reported that the lead moved from the ventricular cavity to the superior vena cava. In 2009, the lead repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.